Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, after the sheath entered the left atrium, st elevation occurred. It was noted that air embolism in the coronary artery could be visualized under coronary arteriography. The case was completed with cryo. No further patient complications have been reported as a result of this event.